Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lock was worn. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered. Per reporter, the patient reported that the pump "delivers more than programmed (he would have put a volume of 100ml and the pump would have delivered faster than programmed). He calculated it by himself." It was reported that subsequently the pump would be exchanged. No adverse patient effects were reported.